Manufacturer narrative:
Correction made to a1: patient identifier: (B)(6). Additional information was added to h3, h4, h6 and h10: h10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph which showed fluid inside the bladder which suggested an under infusion may have occurred. The reported condition was verified during initial inspection and due to the nature of the returned sample, no additional testing could be performed. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6) hospital . Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor lv (large volume) under infused; approximately 20% remained in the device. This was identified after the device had been in use on a patient for a piperacillin/tazobactam 13.5 gram, 24 hour infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.